Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor siltex round moderate profile 275cc saline catalog: 3542640, lot: 5729636, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with mentor siltex round moderate profile 275cc saline breast prostheses. Deflation of the right breast prosthesis was identified. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 440cc gel breast prostheses on (B)(6) 2018. The patient experienced no accompanying symptoms.

Manufacturer narrative:
On 8/8/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. On 8/13/2018, the mentor failure analysis lab has received the device for evaluation. Device investigation summary: upon receipt to mentor, the device contained no fluid. White and brown material were observed within the device and on shell surface. During evaluation a rent measuring approximately 0.8 cm was observed within a siltex cracking area, on the posterior aspect. No other anomalies discovered. Deflation complaint was confirmed. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. The device history record ( DHR) of lot number 5714809 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).